Event description:
It was reported on feb 28, 2008, that "while trying to withdraw the catheter [subject device] at the end of the case the device stretched and fractured". This issue was reported to have occurred inside the pt. The procedure was completed with this device. There were no reported pt complications and the pt condition is listed as ok.

Manufacturer narrative:
The device directions for use (dfu) precautions: "because the microcatheter may be advanced into narrow subselective vasculature, repeatedly assure that the microcatheter has not been advanced so far as to interfere with its removal." As well, per the dfu: " exercise care in handling of the microcatheter during a procedure to reduce the possibility of accidental breakage, bending or kinking".